Manufacturer narrative:
As reported, patient experienced potential allergic reaction six years later post implant of bard soft mesh. No additional information was provided upon request. Based on the information reported, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's reported postoperative course. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only complaint for the reported lot of 210 units released for distribution. Note, the date of event is considered to be a best estimate as 06-feb-2025 based on the provided information. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient was implanted with bard soft mesh and experienced potential allergic reaction six years later post implant.